Event description:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received FDA voluntary report with MDR report #mw5145176 stating "three (3) incidents of a sureform 45 stapler malfunctioning and misfiring and in the last 4 months. Lot #t10221003 ref(B)(4), exp: 10/31/2024. Reference reports: mw5145175, mw5145177."

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event referencing FDA voluntary report mw5145175. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event referencing FDA voluntary report mw5145177.